Event description:
In the heart catheterization lab, during a percutaneous coronary intervention (pci), it was reported that an abbott nc trek balloon came loose from the wire shaft during a withdraw of the balloon. Code blue was called. Patient was not intubated and did not require compressions but was hypotensive requiring 'pressors.' After multiple unsuccessful attempts were made to remove the balloon from the coronary, a decision was made to compress the balloon between the stent and the lumen wall, allowing flow through the vessel resulting in a retained coronary balloon foreign body. Pt complained of anginal symptoms and exertional shortness of breath. His cardiac nuclear scan had revealed ischemia in the lateral wall, high antero-lateral and intero-lateral walls. On (B)(6) 2021, the pt had a cardiac cath and l heart cath bypass graft angio which revealed 100% occluded ostial lad, 99% lesion proximal heavily calcified l circumflex, subtotal occlusion of circumflex marginal, mild to moderate disease in nondominant rca. Additionally, the vein graft to the r coronary arteries 100%occluded which seems to be a chronic phenomenon, the lima to the lad is patent, but beyond the attachment to the lad is at least a 70% stenosis in the lad. The vein graft to the diagonal has a critical proximal and with thrombus. The patient was started on a heparin drip and subsequently returned to the cath lab on (B)(6) 2021. The patient had vg filter and successful stent placement in the vg to the diagonal and then had a stent to the proximal lcx. The wire shaft was sequestered and will be sending to the manufacturer when the transport package arrived from abbott. The deflated balloon remains in the patient. FDA safety report ID# (B)(4).